Event description:
Boston scientific crm received information that during a normal device replacement, the patient received an inappropriate shock. When the arrhythmia logbook was reviewed, the episode displayed a high frequency noise on this right ventricular defibrillation lead that resulted in oversensing. In addition, there were other recorded episodes of noise oversensing that were either nonsustained or resulted in anti-tachycardia pacing (atp) delivery. The daily measurements also revealed that the pacing impedance measurements increased from 991 to 1969 ohms and when the yoke of the lead was touched, the impedance measurement changed to 1300 to 1800 ohms. The shock impedance measurements have remained stable and within acceptable limits. It was suspected that the pace/sense portion of this lead had fractured. No adverse patient effects were reported.

Manufacturer narrative:
The is-1 portion of this lead was capped and a new pace/sense lead was implanted. The defibrillation lead remains implanted and in service for shocking purposes only. No additional information is available. If any additional information does become available, this report will be updated.